Manufacturer narrative:
(B)(4) 2019 - we were informed that the patient experienced inappropriate shocks due to previously reported noise on lead. Fracture was reported as well. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.